Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with 450cc mentor memorygel breast implants experienced bilateral capsular contracture post procedure. The left sided capsular contracture was baker grade iii. The right sided capsular contracture was baker grade ii. The capsular contractures were diagnosed in the physician¿s office. As a result, an explant is planned for (B)(6) 2021. See 1645337-2021-06257 for contralateral prosthesis report.